Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Corrections d3 - company name change only g1 - company establishment name updated only - typo g1 - contact office - manufacturing site name/address - typo.

Event description:
It was reported that a screw became loose three months after implantation due to an osseointegration issue. It was removed and disposed of.